Event description:
It was reported that the right ventricular lead had t-wave oversensing and was capped and replaced. It was also reported that the left ventricular lead caused diaphragmatic stimulation and was also capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.